Manufacturer narrative:
Updated fields- b4, g3, g6, h1, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was not dispatched to evaluate the iabp unit because the complaint was received through a direct call from the customer to the emergency support program and no repair information was provided.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. After further investigation, it was identified that this complaint event has been made reported incorrectly under mfg report number 2249723-2026-0001798. Please cancel mfg report number 2249723-2026-0001798 in your database.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
The complaint was received through a direct call from the customer (registered nurse) to the emergency support program. It was reported by the that while using cardiosave intra aortic balloon pump (iabp) called in to discuss augmentation and balloon pump pressures. The balloon pump pressures read 163/126 with a mean of 171 and augmentation of 213. The patient¿s numbers at the time of the call were 88/51 with a mean of 100 and augmentation of 154 while he was sleeping. The reporter wanted to confirm that the balloon pump numbers were the most accurate numbers compared to cuff pressures, because the physician had taken a cuff pressure with the pump in standby. The pressure was in the 150s systolic. No harm or injury to the patient was reported.